Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted in a peri mount magna aortic heart valve high gradients and stenosis. No further adverse patient effects were reported. 702306904. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).